Event description:
Motor fall off. Level falls down. The front of bed is short when head is put up, put a lot of pressure on spinal area. This product should not be used with a rod in back causes damage to spinal area. This bed will cause damage to spinal cord. My son has duchenne muscular dystrophy with a harrington rod to spinal. This bed doesn't support my son¿s spine and caused a 5cm wound to lower back with pressure sore. He had an air mattress from drive. The bed still put too much pressure. I was trying to get hillrom hospital bed, I was denied from my insurance company (B)(6) eight times not medically necessity. My son had to go to the wound center three times a week for pre-sacral wound which eroded due to pressure from his spinal rod on his current bed. Possible plastic surgery intervention.